Event description:
Upon prepping the swan ganz catheter, the nurse submersed the balloon in a water bath and inflated the balloon per protocol. The balloon was found to have an air leak. At that point in time the catheter was removed from service and a new swan ganz catheter was obtained and tested.